Manufacturer narrative:
Date of event: the event date is approximate. Initial reporter name and address: customer phone number was not provided. Initial reporter name and address: the reporter (B)(6) is reporting the product problem on behalf of their son, who was using the product.

Event description:
A consumer reported that their sonicare for kids power toothbrush shaft detached in their son's mouth during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.